Manufacturer narrative:
According to the report, patient had an existing hero graft which was no longer functioning. "After implant of [new] hero and incision was closed, surgeon noted oozing at site, reopened and noted weeping in arterial graft at arterial anastomoses." Additional information was forwarded via email on (B)(6) 2015 from the rep. She stated the lot number on the hero 1002 was h15av006. The patient had an existing hero graft which was no longer functioning (no further information was offered relating to why it was no longer functioning by the surgeon). The surgeon replaced the hero and kept the entry point of the venous outflow component (voc) in the axillary vein, and created an anastomosis to the artery with the graft portion, and closed, after closing the incision, leaking was noted at the incision site. The surgeon reopened the area where the leaking was occurring and noted that approximately 2-3cm of the graft near the anastomosis was weeping and formed a hematoma. The surgeon described the leaking of the graft as like a sieve, he then used another graft material to replace the leaking area of the hero graft. On (B)(6) 2015 the rep stated that she did not know how long the previous hero was in and that the only patient impact was prolonged surgery as a small portion of the arterial graft was explanted and replaced with an alternative graft. She also stated that she was not certain as to how the patient was doing and that she was attempting to gain further information. A sample review was conducted on 10/01/2015. The hero was visually inspected in a laminar flow hood by subject matter experts. A portion of the hero 1002 arterial graft component (agc lot h15av006) was returned in a formalin filled specimen cup. Upon visual inspection, it was noted that the portion of the agc that was returned did not have the connector attached. The agc was grey in color with varying areas of darkness. There was what appeared to be tissue attached to portions of the agc. One end of the agc had a white graft material that was not part of the cryolife hero agc inserted into the agc itself. This graft material was held in place by a single loop stich. A root cause could not be determined; however, the graft material was inserted and held in place in such a way that leaking could not be prevented. On 10/02/2015 pictures from the sample review conducted on 10/01/2015 were sent to the rep as further clarification was needed as the photos did not represent the information that was previously relayed about the procedure. On (B)(6) 2015 the rep met with the surgeon to discuss this complaint and to get further clarification of the details relating to the surgery on (B)(6) 2015. She showed the surgeon the pictures from the sample review. The surgeon again stated that the agc that was sent back to cryolife and examined on 10/01/2015 was the agc that he implanted the day of surgery ((B)(6) 2015). He asked if it was possible that he could have tunneled through the old agc with the new agc. He would not discuss the piece of ptfe that was not a product of cryolife and not part of the hero graft and offered no explanation of it. He further stated that he was not going to discuss the matter any further and would not provide any further details. The manufacturing records for lot number h15av006 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The patient required surgical intervention for a non-functional graft on (B)(6) 2015. The original hero was explanted and a new one was implanted. Upon closing, weeping and a hematoma were noted near the anastomosis. The affected section of the graft was then replaced. The hero graft instructions for use (IFU) lists hematoma as a potential intra-operative and post-op complication. The sample was returned to cryolife and was confirmed by the surgeon as being the new hero that was implanted on (B)(6) 2015. The provided description noted that the agc implanted was revised and only a small segment was explanted; the returned portion exceeded 2-3cms. Contrary to the information received claiming that the returned sample was the newly implanted agc, the appearance of the returned graft is more consistent with a graft that has been implanted and incorporated. Furthermore, there is evidence of modification of the graft as indicated by the presence of a smaller segment of white graft material that is unrelated to the agc. The reason for, or the nature of, this modification is unknown. The surgeon did not provide additional feedback on the graft material added to the provided agc sample. Patient medical history and implant/operative notes were not available. The specific relationship between the hero graft and the weeping and subsequent hematoma cannot be assessed at this time without additional information.

Event description:
According to the report, patient had an existing hero graft which was no longer functioning. "After implant of [new] hero and incision was closed, surgeon noted oozing at site, reopened and noted weeping in arterial graft at arterial anastomoses."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, patient had an existing hero graft which was no longer functioning. "After implant of [new] hero and incision was closed, surgeon noted oozing at site, reopened and noted weeping in arterial graft at arterial anastomoses."